Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to helix extension issues and poor sensing. A different lead was successfully implanted. No adverse patient effects were reported.